Manufacturer narrative:
No device and no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Medical records were received and reviewed and the investigation of the reported event is currently underway. Medical record review: the patient was involved in an mva; multiple traumas included an open femur fracture, hip dislocation, open tibia fracture, and a splenic laceration. A vena cava filter was deployed successfully in an upright position the ivc for protection of pe. The surgery was performed the same day for the open reduction of the femur and tibia. Approximately three months later an attempt to retrieve the vena cava filter was unsuccessful. The physician reported that two filter limbs became bent in an upright position during the attempt to retrieve the filter. Guided fluoroscopy demonstrated a tilted filter in the ivc. A vena cava gram was performed that demonstrated no extravasation or dissection of the ivc. The patient was reported to be hemodynamically stable at the conclusion of the unsuccessful filter retrieval procedure. No additional attempts were made to retrieve the vena cava filter per medical records received. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that a vena cava filter was deployed successfully in an upright position in the ivc for protection of pe due to an mva. Surgery was performed for open reduction of a femur and lower leg fracture. A vena cava filter retrieval attempt was made post three months filter deployment; however, the tilted filter could not be retrieved successfully. During the filter retrieval procedure it was reported that two filter limbs were bent in an upright position while attempting to retrieve the filter. No other reported attempts were made to retrieve the vena cava filter. The patient was reported to be hemodynamically stable at the conclusion of the filter retrieval attempt.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. The medical records allege an unsuccessful retrieval attempt. Guided fluoroscopy allegedly demonstrated a tilted filter with three limbs appearing to be outside the ivc. The physician noted that a CT scan would be needed to confirm perforation. It was further alleged that two limbs became bent in an upright position during the retrieval attempt. Therefore, based on the medical records, filter tilt, material deformation, and an unsuccessful retrieval attempt can be confirmed. The investigation is inconclusive for perforation of the ivc. It is possible that the unsuccessful retrieval attempt was the result of the filter being tilted within the ivc. It is unknown how the filter became tilted or possibly perforated the ivc wall. The two filter limbs became bent upward during the retrieval attempt; therefore, procedural issues likely contributed to the reported event. However, based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings:movement, migration or tilt of the filter are known complications of vena cava filters. Do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. (B)(4).